Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minicap transfer set leaked. Furthermore, ¿even though the line was clamped, fluid from the peritoneal cavity leaked". The transfer set appeared to have separated between the light blue main body and the white twist clamp. This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, one (1) video and five (5) photographs of the sample were provided for evaluation. A visual inspection with the naked eye were performed on the returned samples. The video shown fluid through the set with the twist clamp in a closed position and a broken occluder legs were shown on the attached photos. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.